Event description:
A caller reported a cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue occurred during pumping and was resolved as the caller successfully loaded a cartridge and resumed insulin therapy. Technical support arranged to send a replacement cartridge used during troubleshooting.